Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that leg 1 of a pcb-mounted jack connector, designator j9, on the digital pcb assembly had a broken solder connection to the pcb.  This resulted in no back-light, leaving the display barely readable. Further internal inspection revealed that the back-light wire had been miss-routed underneath the switch panel impact shield and that a tab on the shield had pulled the connector (j9) over.  The pressure from j9 being pulled over resulted in the broken solder connection at leg 1 of j9. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that the display on their device was extremely dim and barely readable. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be easily seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.